Manufacturer narrative:
(B)(4). Returned pen needle evaluated with no defect found. Most likely underlying root cause :mlc -8: failure to follow instructions note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for pen needle not aligning causing customer to stick himself. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The pen needle lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. Customer states he is having a hard time removing the pen needle from the insulin injector. Customer states he is using it on the victoza injector the cap is not aligning and locking on the needle grooves that lock to the cap to the needle. Customer states that he poked his finger a time or two because he had to remove the pen needle manually from the injector. Customer since he is having this problem again on the pen needles he got replacement pen needles and he is going to call victoza to make sure he has the right pen needles for victoza. Customer is feeling fine and did not have to seek any medical attention. Customer will send a few pen needles back in return envelope for investigation. Customer will seek replacement at his local pharmacy.